Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet, with the most recent low measuring 50 mg/dl, and that the user frequently disconnected the device for approximately 45 minutes when glucose was dropping and had not been announcing meals for an extended period, leading to algorithm maladaptation and subsequent highs followed by lows; alerts for low glucose occurred, glucose rose within 2 to 30 minutes, and oral glucose tablets were used for correction. Symptoms included no reported physical symptoms associated with the low glucose events. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included data synchronization, review of reports, user education on appropriate use, and scheduling of additional training, with a factory reset recommended and demonstrated. Investigation of this case revealed device performance was inhibited by user behaviors, including prolonged disconnections and failure to announce meals, which likely produced inappropriate automated corrections and maladapted meal settings over time. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error leading to hypoglycemia (cause unclear). If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.